Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the tubing of seven (7) large volume "intermates." This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles, measuring 0.20 to 0.30 square mm. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the returned samples, however, the pm was embedded in the tubing line and not downstream of the solution filter. The cause of the condition is related to a supplier manufacturing issue. The other five (5) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.